Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the bravo recorder not being recognized by the computer when attempting to download the patient study. Several computers were used to recognize the recorder. After multiple attempts, the device was recognized by the computer, but there was no data on the recorder and it had appeared that the study was deleted. A repeat procedure was necessary. No other known adverse events were reported.